Event description:
It was reported that approximately 2.5 years post xience v stent implantation in the mid left anterior descending coronary artery, the patient experienced a bone fracture ((B)(6) 2013) and was hospitalized. Sometime during (B)(6) 2013, the patient expired. Reportedly, it is possible that the death was caused by usage of antiplatelet medication. No treatment was provided. Cause of death was not provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). Estimated date of death/event (reported as (B)(6) 2013). The customer reported the device remains in the patient. There were no reported product deficiencies. Death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause cannot be determined, this incident contained patient effects with no allegation of a device issue and as such is not on its own an indication of a product deficiency.